Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and had partial display. The customer¿s blood glucose was 122 mg/dl. The customer was assisted with troubleshooting. Customer states the display did not return to normal. Assisted customer to performed a self-test. Customer checked there were missing segments on the black screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.